Event description:
It was reported that during the device follow up, there was no telemetry. The clinic attempted to interrogate with numerous different programmers and believed this to be a device battery depletion issue. The device remains in use and the patient was scheduled for a device changeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).